Event description:
It was reported that during an unk procedure, the needle broke. If was not reported how was the procedure completed. It was not reported if there was an adverse consequence to the pt. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method - the actual product involved with the incident reported has not been received. Results/ conclusions - the actual device has not been received. No product eval can be performed at this time. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. On (1) device history record was reviewed. There were no non-conformances issued for this lot. Finished good products were received into inventory without quality issues. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the lot reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4), item no: sxmd2b409 - 2fs-2 3-0 undyd monoderm 30x30. Finished good lot no: unk.